Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump reset unexpectedly. There was no reported impact to the customer's blood glucose level. Reportedly, the customer was able to resume insulin therapy.